Event description:
While performing a turbt [transurethral resection of bladder tumor], resident noted that a piece of the 24f inner sheath of the resectoscope broke off. It was found to be floating in the bladder. Sheath was removed and exchanged for the 26f. Residents then utilized grasper to pull out broken piece. There was no trauma noted in the bladder or the urethra during extraction. Missing piece held against sheath and was a correct fit. At this time, leadership made aware, information obtained for spd [sterile processing department] and a yellow tag was filled out to remove scope from service. Dr. Briefed on scenario.